Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system became unresponsive due to a software issue. A field service engineer stated that there was delay in dispensing the medication to patient. During troubleshooting, the engineer stopped the bd sync and maintenance services, and the database was deleted from sql. The application was then repaired via the programs and features section in the control panel. Upon restarting the db sync, an error occurred after approximately 15 minutes, indicating an unknown issue during the full sync. Tsc was contacted, and the agent adjusted the network adapter to 100 mbps full duplex. Further adjustments were made by changing the sql dsclientoltp compatibility level to simple. Finally, the services were restarted, and the database was re-synced. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es became unresponsive and displayed a fatal error message indicating "device reimage," thereby preventing users from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.